Event description:
A pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. The ablation catheter was used to touch up the right superior pulmonary vein (rspv) and then the right side for the cavo tricuspid isthmus (cti). A mild effusion was noted on intracardiac echocardiography (ice) and the patient was monitored, with more fluid slowly accumulating. The exact time the ablation had been occurring is unknown, but the physician was using the ablation catheter for approximately 45 minutes between the rspv and cti. The ablation was completed and a pericardiocentesis was performed to treat the pericardial effusion. The patient was admitted to the hospital, kept over the weekend and discharged home the following monday, three days post procedure. The physician believes the effusion may have occurred when using radiofrequency during cti.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Review of the device history record was not possible as the lot number is unknown. The cause of the reported effusion, and the cause remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.